Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 375cc gel breast prostheses developed cancer in her right breast. The cancer was diagnosed via a biopsy. As a result, the patient underwent reconstructive surgery that involved bilateral explantation and replacement with non-mentor breast prostheses on (B)(6) 2021. During explantation surgery, it was observed that the removed left breast prosthesis had ruptured. This medwatch report is for the patient¿s right breast prosthesis.